Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. High power visual inspection of the header and lead barrels noted no irregularities. All seal plugs were intact. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Laboratory analysis was unable to confirm any performance issue with this device.

Event description:
It was reported that this patient was hospitalized and a revision procedure was performed, wherein this implantable cardioverter defibrillator (ICD) was explanted due to an unknown reason. The device was returned to boston scientific for analysis, and no abnormalities were found. No additional adverse patient effects were reported.